Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed pink and noisy images when the cable is flexed. The complaint has been confirmed and the root cause has been associated with a component failure. Factors that could have contributed to the reported event include fatigue from repeated bending of the cable during extended use and crushing or shear force induced on the cable inconsistent with normal use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopy, the screen of the camera head had colored waive bars, causing a total loss of image. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.